Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Review of the in-house testing history was performed and the lot met release criteria. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. The customer has anemia, which may impact the performance of the assay. Additionally, technique issues were identified in the complaint. Although anemia and technique issues were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The son of the patient reported a variance between the inratio inr result of 3.2 and the laboratory inr results of 6.4 and 6.2. All results conducted on (B)(6) 2016. Inratio inr test and laboratory inr test of 6.4 conducted 1-2 hours apart. Inratio inr test and laboratory inr test of 6.2 conducted 3 hours apart. Therapeutic range: 2.5 - 3.5.